Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (charger will not power on) was confirmed. As received the u1000 on the bedside board was internally shorted. The cause of the failure was the internally shorted component. The root cause for the internally shorted u1000 component could not be positively identified. No adverse event resulted from this malfunction.

Event description:
A u.s. Distributor returned charger sn (B)(4) to report that the device would not power on.